Event description:
Pt called clinic stated that device was beeping, and was brought into the clinic the same day. When device interrogated, observation window showed "the charge circuit is inactive, therapies will not be delivered." Contacted medtronic and they stated that the device could not be reprogrammed and needed to be changed out. Pt transferred to another facility on cardiac monitor for device change out.